Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-oct-2018 with the following findings: a battery was not returned with the pump for investigation. Review of the black box data revealed records for the dates (B)(6)-2018 thru (B)(6)-208. The black box data from the date of the alleged issue had been overwritten due to continued use of the device after the alleged issue occurred. The available black box data did not reveal any evidence of a sudden drop in voltage that would indicate overheating had occurred. On investigation, the pump powered on using the returned battery cap which was able to secure properly to the pump. The pump was exercised for 12 hours without any errors, alarms, warnings, power loss of overheating occurring. Electrical current draws were measured and found to be within specifications. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the alleged temperature issue. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.